Manufacturer narrative:
The electrode lot number and its expiration date were requested but not provided. The field service engineer (fse) inspected the module and found a broken diluent tube, which was spilling the diluent, and an incorrectly aspirating nozzle in the three-way valve. He retubed the diluent tube, replaced the three-way valve and faulty sodium electrode, and adjusted the low gear pump pressure to the correct level. The investigation determined the broken diluent tube and faulty vacuum valve had caused the event the event the customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable sodium electrode result from one patient sample tested on the cobas 8000 ise 1800 module. The initial result was 129.6 mmol/l. The repeat result was 134.9 mmol/l. The repeat result was 135.3 mmol/l.